Event description:
It was reported that the patient underwent a sing related procedure due to unknown reason. A new artificial urinary sphincter (aus) was implanted. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The patient presented recurring incontinence. No further intervention was required.